Event description:
Per the clinic, the patient developed an ulceration skin breakdown at magnet site and subsequently was treated with topical steroids for 1 week and alternate with topical antibiotics for 1 week (specific date not reported).